Event description:
Pt's family member called lfs alleging that the pt's one touch profile meter would not power on. The pt's family member also mentioned that the test strips holder would not seat properly. The pt neither alleged harm nor experienced injury or medical intervention. However, the pt did receive a prescription for a new meter from the physician. Based on the information supplied by the pt's family member, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Pt's meter was replaced.